Event description:
It was reported that the bd alaris¿ pump module smartsite¿ burette infusion set snapped under the drip chamber resulting in leaking of tpn. The following information was provided by the initial reporter: patient was running continuous 24h tpn, writer went to spike new tpn bag and when the drip chamber was squeezed/buretrol roller clamp opened leaking was noted. IV tubing had snapped at point under drip chamber resulting in leaking of tpn.

Manufacturer narrative:
The following fields were updated due to additional information: d4: medical device lot #: 21105445. D4: medical device expiration date: 07oct2026. H4: device manufacture date:07oct2021. D4: medical device lot #: 21095094 . D4: medical device expiration date: 02sep2026. H4: device manufacture date: 02sep2021. D4: medical device lot #: 21105039. D4: medical device expiration date: 20oct2026. H4: device manufacture date: 20oct2021. D10: device available for eval yes, d10: returned to manufacturer on: 29-dec-2022. Investigation summary: a complaint of tubing snapping causing leakage was received from the customer. A sample was returned for investigation. Through visual inspection, the customer complaint was confirmed. The tubing was ripping below the drip chamber, causing separation. Possible lots were determined using the smartsite ids. The device history review was completed with these lots. A device history record review for model 10015012 lot number 21105445 was performed. The search showed that a total of (B)(4) units in 1 lot number were built on (B)(6) 2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 10015012 lot number 21095094 was performed. The search showed that a total of (B)(4) units in 1 lot number were built on (B)(6) 2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 10015012 lot number 21105039 was performed. The search showed that a total of (B)(4) units in 1 lot number were built on (B)(6) 2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The manufacturing plant was notified of this defect. An investigation was performed and the root cause for this damage was determined to be excess amount of solvent being added to the connection site of the drip chamber and the tubing, as well as poor coiling of the product during packaging.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ burette infusion set snapped under the drip chamber resulting in leaking of tpn. The following information was provided by the initial reporter: patient was running continuous 24h tpn, writer went to spike new tpn bag and when the drip chamber was squeezed/buretrol roller clamp opened leaking was noted. IV tubing had snapped at point under drip chamber resulting in ++ leaking of tpn.